Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, lower case and battery drawer are broken and contaminated. Battery release, heart block, lead flex cover, and lcd (liquid crystal display) are contaminated. Side bail covers, bails, ring cover, and ring are missing. Battery contacts are compressed. (B)(4).

Event description:
It was reported the connectors are broken. The device was returned for repair. There was no patient involvement indicated.